Event description:
It was reported the device was returned for repair, the issue remains unknown. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a torn dso seal. Functional testing was unbale to verify or duplicate the reported problem; however, a torn dso seal was revealed. It was determined that the torn dso seal was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.